Event description:
Caller reported a malfunction on the pump, indicated by a resettable malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and to call back if any issues arise again.